Event description:
It was reported that in two cases, when peg was inserted at the end of the procedure when he pulled the cannula to approximate the stomach to the abdominal wall, the peg's balloon dome produced perforation of the stomach wall.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed one other similar product complaint file(s) from this lot.